Manufacturer narrative:
The device evaluation is in progress, a follow up report will be sent upon completion of the device evaluation.

Manufacturer narrative:
(B)(4). A photograph was provided which confirmed the screw fractured. Review of device history records show the lot released with no recorded anomaly or deviation. The warnings in the package insert state this type of event can occur. The user facility is foreign; therefore a facility medwatch report will not be available. Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported the first screw which was fixated broke when a surgeon was attempting to fixate the second screw during a surgery. The broken screw was then removed and replaced with a screw of the same size and lot. There was a surgical delay of less than ten minutes. The type of procedure was not reported, however the procedure was performed in the cranium.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. One (1) screw from sterile trac 1.5 x 4.0 mm ht screw 5 12p (sp-st5-6104-12) lot number 629590 was returned without packaging. A visual evaluation of the screw was completed where it was found that the screw was fractured through the minor diameter. The complaint was confirmed as the screw was found to be fractured. A functional inspection cannot be completed as the screw is fractured. There are no indications of manufacturing defects. Review of the complaint history determined that no further action is required as no were trends identified. Investigation results concluded that the reported event was the screw experienced excessive force when inserting the second screw. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.